Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that abnormal pacing was observed. An x-ray was performed, revealing lead insulation abrasion.